Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the lens. Iol returned inside opened company pouch. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed, the other haptic is intact. The optic is scratched/marked rejectable. We are unable to determine the root cause for the reported complaint "damaged concealed". The reported complaint is lacking in relevant information such as the type of defect observed. The returned iol(intraocular lens) shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of noted damaged/concealed. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).